Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the main lamp turned off intermittently and the device went to the spare lamp during an endoscopy procedure. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation after the device was received and evaluated. Based on the results of the investigation, regarding the main lamp goes off and switches to emergency light, the failure could not be reproduced. A definitive root cause cannot be identified. Based on the results of the investigation, regarding the front panel illumination error, it was likely caused by dust entering the scope detection sensor. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was later reported by the olympus field service engineer an additional reportable malfunction was found while picking the device up for return to olympus for inspection. The device's light emitting diodes (led) on the front panel continuously blinked.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The device was returned to olympus for inspection, and the customer's complaint (the main lamp turned off and the device went to the spare lamp) was not confirmed. However, as noted in b5 all leds of the front panel continuously blinked due to dust inside the sensor. After olympus cleaned the dust, the device worked as intended. Additional defects found included heavy dust inside the equipment, a crack on the power switch, and the tank socket was rusty. These defects were not considered severe enough to cause a potential adverse event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The intended procedure was completed using the same device. As reported to olympus, there was no delay in procedure due to the problem. Additional information was provided to olympus regarding the intermittent nature of the problem; it was learned that the problem was associated with a single event and did not occur during multiple events.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.